Event description:
Physician reported a "pt who has developed a fulminant alcl due to an allergan implant' and "has a severe disease with a primary tumor in the breast and ingrowth in the thoracic muscles and in the ribs". Alcl will be captured as lymphoma as report of pathological testing has not been provided. Side is unk. Treatment is unk.

Manufacturer narrative:
Based on the info reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkins' lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other mfrs' breast implants.